Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros tsh results were obtained from an american proficiency institute (api) proficiency fluid when tested using vitros tsh lot 7160 and lot 7190 on a vitros xt 7600 integrated system. Api sample (B)(6), vitros tsh lot 7160 result of 131.10 miu/l vs. The expected result of 95.302 miu/l api sample (B)(6), vitros tsh lot 7190 result of 122.56 miu/l vs. The expected result of 95.302 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when the customer was processing non-patient fluids. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from an american proficiency institute (api) proficiency fluid when tested using vitros tsh lot 7160 and lot 7190 on a vitros xt 7600 integrated system. A definitive cause of the event was not determined. Historical qc results obtained from vitros tsh reagent lot 7160 and lot 7190 were acceptable leading up to the event, therefore, a vitros tsh reagent performance issue did not likely contribute to the event. In addition, continual tracking and trending does not indicate a systemic issue with vitros tsh lot 7160 or lot 7190. An instrument issue is an unlikely cause of the event as the vitros tsh results for the proficiency sample were reproducible on the same vitros instrument from the two testing events. However, as no diagnostic precision testing was conducted around the time of the event, an instrument issue cannot be completely ruled out as a contributor to the event. Diagnostic precision testing following the event indicated acceptable vitros xt 7600 integrated system performance. An issue with the api (B)(4) proficiency sample cannot be ruled out as a contributor to the event. The expected result was within the vitros measuring range at the high end. However, the customer had to dilute the sample and the results obtained from the diluted sample were greater than the vitros tsh measuring range. A review of the api peer group shows that alternate customers also obtained unacceptable vitros tsh results for the (B)(4) proficiency sample when the proficiency sample was diluted. The vitros tsh results obtained show that the api (B)(4) sample does not perform or dilute like a typical clinical sample. The cause of this dilution discordance is not known but is specific to sample (B)(6). Furthermore, an issue with the composition the api (B)(6) proficiency sample cannot be ruled out as a contributor to the event as manufacturing process for (B)(6) is not known.